Event description:
It was reported the patient fell on her left side six months prior to report and the patient's device was implanted in the left upper buttock. Since the fall, it was reported the patient's pain increased and the stimulation was "working less and covering less area". The patient stated the device area was painful to the touch and the pain radiated down her leg, "taking away her mobility". It was reported the patient's pain was described as a burning sensation. It was also stated the patient had difficulty turning the stimulation off with their programmer. The patient reportedly had cortisone shots in her heal to help with the pain but it did not help with mobility. The patient also reported a loss of therapeutic effect. Later that day, it was reported the patient could not turn the stimulation off and repeatedly saw a poor communication screen on the programmer. The patient reportedly took the batteries out of the programmer and stated the stimulation was still on. With troubleshooting assistance, the patient was then able to turn the stimulation off by placing the programmer over her implanted device. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information reported, the patient had soreness in the implantable neurostimulator (ins) pocket site. It was stated the patient could not even walk correctly. It was noted, the patient could not turn the stimulation off.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3550-39, lot# n269611, implanted: (B)(6) 2010, product type: accessory. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).